Event description:
The pt's mother reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned an eval will be conducted and the results will be made available in a supplemental report. No conclusions can be made at this time.